Event description:
It was reported to boston scientific corporation on that a jagtome rx sphincterotome was used during an ercp (endoscopic retrogade cholangiopancreatography) procedure performed in 2008. According to the complainant, during preparation, the "sphincterotome would not bow." Procedure completed with another of the same jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.